Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
No blood glucose levels reported. The customer reported that the tubing on the insulin pump was detaching at the quick release. Troubleshooting was done. It was reported that the insulin pump was previously dropped. No visible damage can be seen on the insulin pump. The insulin pump passed the self-test. No additional information was provided.